Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was a deformed plunger (rubber stopper) and insufficient blood flow through the device. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, the tube was found to have an insufficient blood flow issue. This flow issue may be caused from the plunger, as the plunger was found to be loose on examination."